Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. A secondary issue was also noted; the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify an exact date when the product issue started but stated it was within the past week, when a reading of 247mg/dl was obtained using the subject meter, compared to a reading of 194mg/dl obtained using another device (brand unknown). Both readings performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results falls within lifescan¿s criteria for accuracy. The patient manages his diabetes using insulin and self-adjusts the dose, and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient denied experiencing any symptoms in response to the alleged issue, but reportedly received hcp treatment of novolog insulin (dose unknown) at the hospital on (B)(6) 2015 at 10am. The patient reported that his blood glucose was measured using a hospital device but the result is unknown. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, an approved sample site was being used and the testing procedure was correct. The csr also noted that the test strips being used were expired. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.